Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user attempted to start a new libre 3+ sensor for use with the ilet, but the sensor failed to pair and the app indicated it had already been scanned by another device, resulting in inability to establish cgm connectivity; the case was classified as a bad sensor and a replacement through the cgm manufacturer was advised. Symptoms included no hypoglycemia or hyperglycemia reported. Outcomes included continued insulin delivery using bg-only run mode until a replacement sensor could be obtained. Investigation included technical troubleshooting and user education. Investigation of this case revealed that the sensor pairing failed and the sensor was determined to be defective. It was concluded that the event was attributable to a faulty libre 3+ sensor requiring replacement, with the ilet functioning as designed in bg run mode.